Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-06427- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that two infusions set cannula was found kinked within3 hours of insertion. Infusion set was placed in abdomen. High blood glucose level was 383 mg/dl and treated by correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.